Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. D4: batch # u5cl40. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. In addition two reloads (b & c) present. The reloads were received fully fired. Further analysis show small shaving on the inside of the knife channel on the reload b. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No short cut-absent cut was noted during functional testing. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # u5cl40. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were all deployed staples detached? => yes. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? => no further information is available. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? => no further information is available. Were the tips of device visible during firing? => no further information is available. Does the surgeon routinely wait 15 seconds prior to firing? => no further information is available. What is the current patient status? => the patient is stable."

Event description:
It was reported that during an open surgery for the hilar cholangiocarcinoma(a right lobectomy, a caudate lobectomy, a biliary resection, and an biliary tract reconstruction), after the device was fired, all the deployed staples were detached. The device was used on the right hepatic vein. The target tissue was not very thick. The blood transfusion was required, but it is unknown whether this issue caused it. Additional hand suture was performed to complete the case. The surgeon commented that the staples seemed to be deployed but the shape of the staples seemed to be not formed properly. The surgeon touched the staples, and the staples detached, and the heavy bleeding occurred. The bleeding was controlled by the forceps and the additional suture was performed. The patient is stable. After the device was fired, all the deployed staples were detached. The device was used on the right hepatic vein. The target tissue was not very thick. The blood transfusion was required, but it is unknown whether this issue caused it. The right hepatic vein was exfoliated, and it was made sure the inferior vena cava was thin enough to clamp, and it was cut together with the right hepatic vein. The firing was completed, but the surgeon felt the resistance with the firing trigger. The tip of the staple line was not cut, but the staples were deployed so that it was cut by a scissor. After that, bleeding occurred vigorously from the tip of the staple line and all the deployed staples were detached. The amount of the bleeding was unknown. The blood transfusion was required, and the blood transfusion volume was 1300cc. The surgeon commented there is a possibility that the target tissue is too thick to be fired. The deployed staples were unformed, and they were detached because of the intravascular pressure. The patient is a (B)(6) years-old man. The reoperation would be scheduled if the patient¿s condition gets worse.